Manufacturer narrative:
Common device name (product code): ntn. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter was used during a percutaneous cholangioscopy procedure performed in the gallbladder on (B)(6) 2021. During the procedure, the image of the spy discover catheter started to show some feedback or breaking up on the screen and was lost approximately 20 minutes into the procedure. The procedure was not completed due to this event. It was reported that the procedure has not been rescheduled yet. There were no patient complications reported as a result of this event.